Event description:
It was reported that an ilet user experienced recurring occlusion alarms over several days, suggesting a potential infusion set or cartridge supply issue and site management challenges, with the user typically placing sites on the right abdomen and reporting less success on the left. Symptoms included occlusion alerts without reported adverse clinical effects. Outcomes included user-managed alert resolution without medical intervention or hospitalization. Investigation included device data review and troubleshooting with education on best practices for infusion set and cartridge changes, along with follow-up to assess technique and need for additional training. Investigation of this case revealed repeated occlusion detections consistent with flow restriction at the infusion site or supply pathway. It was concluded that the event was related to occlusion alarms associated with infusion site or supply handling, and user education was provided to mitigate recurrence.